Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following corrected information was received on june 8, 2017 and has been verified by the customer; a repeat procedure was not necessary.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device would not turn on. The malfunction resulted in a 10 hour short study. A repeat procedure will be necessary due to the alleged device malfunction. There was no harm or injury to the patient or user. No known adverse events were reported.